Manufacturer narrative:
Evaluation of the device received confirmed the reported issue. The cable failed on one side near the end of the rigid tube. Observations of the device include, the rigid tube was deformed beginning near the handle (approx. 1" below handle) one (1) of the two (2) nipples that holds the cable in place was missing. The nipples that hold the cable in place is part of a manufacturing process and designed to withstand at least 300 lbs of pressure. The failure of the nipple indicates that the device was used / handled in a manner one would not expect from normal use. Root cause for the cable failure is attributed to a combination of work hardening and extreme overstress. A review of the DHR's for the lots manufactured in (B)(4) 2006 did not report any non-conformances that would have contributed to the reported failure.

Event description:
Broke during procedure, wire snapped.